Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2 type of follow up: correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that no readings/ sensor error/ brief sensor issue occurred. No additional patient or event information is available.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced loss of consciousness. The patient¿s husband checked the patient¿s blood glucose which at the time was 24 mg/dl and treated the patient with baqsimi (nasal glucagon). At the time of the report, the patient was feeling good. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.